Event description:
Pt's home health nurse reported that the pt's pump is having issues and it is stopping during the infusion, leading to a much longer time to infuse. The pump was programmed for 99ml/hr with one step to complete the infusion, however, pt's nurse reported the pt has been infusing for hours and only around 100ml has been infused, with 200ml still left to infuse. No adverse events or missed doses were reported due to the pump issue. The device serial number is unknown as it was not provided. The device is available for return upon the pt receiving return shipping materials. Pt is infusing gammagard 30gm/300ml. No additional details, dates, or information provided. Diagnosis for use: nonfamilial hypogammaglobulinemia.